Event description:
Allegedly surgeon made mention of a 4.3mm muc screw that broke which did not cause any harm to patient. Add'l info rec'd 5-9-06: allegedly had a left ankle fusion- used to re-attach fibula. Left ankle arthrodesis, transfibular approach with onlay fibular graft.

Manufacturer narrative:
Investigation is not complete. Updated information will be provided. Complaint issue is addressed in package insert. Medwatch 3500a has not been received from user facility.